Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device; therefore, the scope of this investigation was limited. Inspection found a needle strike mark at the posterior foot. This is indicative of the posterior needle striking the posterior foot, instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment as designed; therefore, the reported cuff miss is confirmed. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the probable root cause for the posterior needle striking the posterior foot, resulting in the posterior cuff miss, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.